Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A us customer reported discrepant results were generated for 2 patient samples. The patients were tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. All flu targets were negative across all tests. Patient 1 generated positive results for sars-cov-2 on original test. A recollection generated negative results. A retest of the original and recollection generated negative results. Patient 2 generated positive results for sars-cov-2 on original test. A recollection generated negative results. A retest of the original and recollection generated positive results. Data was only provided for analyzer sns (B)(4); however, 3 different liat sns were used in testing: (B)(4). The samples were collected using nasopharyngeal swabs with remel m4, 3ml tubes. Reagent lot 00824z was used and stored in 2 to 8 degree walk-in refrigerator. After all of the testing on (B)(6) 2021, customer's medical director reached out to the provider to report the additional test results. The patients were not treated with medication for sars-cov-2. They were considered positive for sars-cov-2 and were unable to go to the new facility. Appropriate precautionary measures were taken at their current facility (quarantine, ppe, etc.). Customer believes no harm came to the patients due to the discrepant results. Two mdrs, one per each reported result will be filed, as per FDA's request.

Manufacturer narrative:
An investigation was performed on the reported sample. The results were determined to be below the limit of detection (lod) for this assay. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Investigation on the reagent kit lot did not identify any product issue. (B)(4).